Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer¿s blood glucose level.